Event description:
Caller was implanted with the interstim neural sacral stimulator for bowel incontinence in (B)(6) 2018. Caller stated device is not working, the device can be turned on but will not work.